Event description:
The patient stated that in 2007, she was transported to the hospital by emergency medical services because she had a "virus". Upon arrival at the hospital, her blood glucose measured 1500 mg/dl. At that time, hospital staff chose to disconnect her from her infusion device. She reported that she was kept in intensive care in the hospital for 4 days. While in the hospital, the staff reconnected her to her infusion device, but chose to again disconnect her when her blood glucose measured "over 300 mg/dl". She has remained on injection therapy since that time. She stated that she has an appointment with her endocrinologist scheduled for two months later at which time she wished to resume use of her infusion device. She was advised to obtain the agreement of her endocrinologist prior to resuming infusion device therapy. She was also advised to discuss her basal rates with the endocrinologist. She reported her normal blood glucose range to be 80-120 mg/dl and she stated that her blood glucose was normal at the time of the call. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.